Event description:
Additional information was received from the patient's representative. The caller reported that the patient was experiencing a lot of pain in their groin and the patient had an issue with leaking "pretty bad" a few times in the last few days. The caller thought they might have increased the amplitude too high, so they requested assistance connecting to the ins to make an adjustment to the therapy settings. The caller connected to the ins and could see that therapy was turned on with amplitude 3.8 ma. The caller decided to decrease the amplitude until the patient no longer felt pain in their groin. The caller said they would have the patient maintain the amplitude and continue to monitor symptoms. The caller said they would consider trying a different program if the symptoms persisted. The caller was advised to consult with patient's healthcare provider (hcp) for additional guidance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is asked, unknown. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient was having pain in their groin area. The caller said that it had been so long since the device worked that they didn't know what the stimulation had been set to before, however the caller said that the stimulation was set to 3.2 and that they weren't sure how the stimulation got there. The caller stated that they thought the stimulation wasn't set that high. The agent reviewed stimulation expectations and suggested that the patient turn the stimulation down if the patient was experiencing pain. The agent offered assistance changing the stimulation but the caller declined at this time and stated that they were familiar with how to adjust stimulation.